Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 37-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years 1 month after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('chronic pelvic pain'), fallopian tube perforation ('fallopian tubes perforation'), uterine perforation ('perforation of the uterus'), perforation ('other organs perforation') and device dislocation ('essure device to the abdominal cavity'). In a 37-year-old female patient who had essure (batch no. A66684), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), depression ("depression"), cystitis ("bladder infection"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), the first episode of alopecia ("hair loss"), hypersensitivity ("allergic reaction"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), the second episode of alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes") and anxiety ("anxiety/mental anguish"). Was found to have a pregnancy with contraceptive device ("unintended pregnancy"). And was found to have weight decreased ("weight changes"). The patient was treated with surgery (essure removal on or about (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, fallopian tube perforation, uterine perforation, perforation, device dislocation, cystitis, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight decreased, the last episode of alopecia, tooth loss and mood altered outcome was unknown. And the anxiety had not resolved. Pregnancy related information: prospective report, last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, anxiety, autoimmune disorder, back pain, cystitis, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation, weight decreased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: the events started almost immediately after implantation. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, the follow information were updated: reporter's information (consumer and lawyer), patient information, lot number, medical device removal updated to chronic pelvic pain, bladder infection, hair loss, chronic abdominal pain, chronic back pain, device ineffective, genital bleeding, pregnancy with contraceptive device, device dislocation into abdominal cavity, uterine perforation, fallopian tube perforation, perforation of organ, allergic reaction, autoimmune disorder nos, headaches, chronic fatigue, weight decrease, hair loss, tooth loss, mood change, anxiety, depression. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), fallopian tube perforation ('fallopian tubes perforation'), uterine perforation ('perforation of the uterus'), perforation ('other organs perforation') and device dislocation ('essure device to the abdominal cavity') in a 37-year-old female patient who had essure (batch no. A66684) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), depression ("depression"), cystitis ("bladder infection"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), the first episode of alopecia ("hair loss"), hypersensitivity ("allergic reaction"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), the second episode of alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes") and anxiety ("anxiety / mental anguish"), was found to have a pregnancy with contraceptive device ("unintended pregnancy") and was found to have weight decreased ("weight changes"). The patient was treated with surgery (essure removal on or about (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, fallopian tube perforation, uterine perforation, perforation, device dislocation, cystitis, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight decreased, the last episode of alopecia, tooth loss and mood altered outcome was unknown and the anxiety had not resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, anxiety, autoimmune disorder, back pain, cystitis, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation, weight decreased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: the events started almost immediately after implantation. Lot number: a66684 manufacturing date: 2012-11 expiration date: 2015-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-jun-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years 1 month after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain"), fallopian tube perforation ("fallopian tubes perforation"), uterine perforation ("perforation of the uterus"), perforation ("other organs perforation"), device dislocation ("essure device to the abdominal cavity") and genital haemorrhage ("excessive bleeding") in a 37 year-old female patient who had essure inserted (lot no. A66684) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of parity 2, multi gravida, genital bleeding, termination of pregnancy - elective, d & c, pelvic pain female and alcohol use. Concurrent conditions were listed as abnormal uterine bleeding, abdominal pain, menses painful and heavy periods. Concomitant products included levonorgestrel since (B)(6) 2018, citalopram and nsaid-k (ketorolac tromethamine). On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), genital haemorrhage (seriousness criterion intervention required), depression ("depression"), cystitis ("bladder infection"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), pregnancy with contraceptive device ("unintended pregnancy"), a first episode of alopecia ("hair loss"), hypersensitivity ("allergic reaction"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), a second episode of alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes") and anxiety ("anxiety / mental anguish") and was found to have weight decreased ("weight changes"). The patient was treated with surgery (laparoscopic bilateral salpingectomy. Laparoscopic removal of essure coils on (B)(6) 2019 and on (B)(6) 2019 novasure ablation). At the time of the report, the anxiety had not resolved. The outcomes for pelvic pain, fallopian tube perforation, uterine perforation, perforation, device dislocation, genital haemorrhage, cystitis, abdominal pain, back pain, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight decreased, tooth loss, mood altered and the last episode of alopecia were unknown. Essure was removed on (B)(6) 2019. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, the first episode of alopecia, the second episode of alopecia, anxiety, autoimmune disorder, back pain, cystitis, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight decreased to be related to essure administration. The reporter commented: the events started almost immediately after implantation. Diagnostic results (normal ranges are provided in parenthesis if available): [abdomen scan] on (B)(6) 2017: findings: previous tubal ligation coils have been resected. A tiny metallic foreign body is projected over the sacrum. No evidence of significant free air, free fluid or bowel gas abnormalities. No change in sclerotic bone island within the right iliac bone. [Gynaecological examination] on (B)(6) 2017: bilateral essure coils are identified which appear to be in satisfactory position on each side of the pelvis. No other abnormality is seen [hysterosalpingogram] on (B)(6) 2013: uterine cavity is opacified. The fallopian tubal occlusive devices are in place and the fallopian tubes are occluded at their origin. [Pathology test] on (B)(6) 2019: final diagnosis a. Left fallopian tube, left salpingectomy: benign fallopian tube showing embedded metallic coil-like structure b. Right fallopian tube, right salpingectomy: benign fallopian tube showing embedded metallic coil-like structure. C. Endometrial curettings: menstrual endometrium, negative for hyperplasia and malignancy benign cervical transformation zone mucosa [smear cervix] on (B)(6) 2017: she has had a past colonoscopy. Notes menorrhagia for the past couple of years. Quite severe. Leaks through her pads in the first couple of days. Has had low iron in the past and is not a big meat eater. Has also been feeling tired as of late [ultrasound pelvis] on (B)(6) 2017: reason for exam: pelvic pain and menorrhagia, has essure coils for contraception. There is a clinical history of pelvic pain and menorrhagia. Uterus is anteverted and normal in appearance measuring 8.6 x 3.3 x 5.3 cm. A few nabothian cysts are identified in relation to the cervix. Uterus has a trilaminar appearance and is normal in thickness measuring 11 mm maximally. The right ovary measures 2.1 x 3.7 x 1.3 cm and the left ovary measures 2.8 x 4 x 2.2 cm. Each ovary contains normal appearing follicles. No abnormal adnexal mass lesion. Unremarkable bladder. Impression: normal pelvic ultrasound [ultrasound scan] in march 2019: uterus: anteverted, measuring 8.6 x 3.3 x 5.3cm; emt 11mm; fibroids - none ovaries: normal free fluid: no comment normal bladder [x-ray] on (B)(6) 2017: x-ray showing the tubal colts in good position. As before, she is having quite heavy periods to the I point where she can¿t leave the house at the beginning of them. Associated with cramping and also mid cycle cramping lot number: a66684 manufacturing date: 2012-11 expiration date: 2015-11. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: medical record received. Lab data including (surgical pathology report) added. Medial history, concomitant drugs are added. New reporter (lawyer) added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.